Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with an incomplete flap and hole in flap inferiorly, during a laser assisted lasik flap procedure. There are multiple related reports for this reported event. This report addresses patient sh's left eye and additional manufacturer reports will be filed for another patient.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse (field service engineer) performed system verification, including verification for all cuts and tested system. According to fse (field service engineer) cuts are in specification and system is operating within specifications as per sir (service installation record). The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during startup and not as recommended every two hours. Log file shows multiple successfully performed treatments. The reported treatment could be identified in the log file. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).